Event description:
A malfunction was reported on the pump by the customer, but no notable events occurred prior to the malfunction. The malfunction caused the customer's blood glucose level to exceed 500 mg/dl. To address this, the customer took a corrective injection via mdi, and no injury was reported. Technical support provided instructions for resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction recurs, and the customer understood this guidance.